Event description:
It was reported that the device was starting and stopping without activation from the user. This occurred during a bunionectomy. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the manufacturer and event as reported was duplicated. The motor was corroded and there was signs of 3rd party repair. The device was repaired and returned to the customer.